Event description:
It was reported that difficulties were encountered while attmepting to direct stent a calcified lesion in the pd. It was not possible to cross the vessel proximal to the lesion, and the stent delivery system (sds) was withdrawn from the anatomy. It was possible that some resistance was encountered removing the sds. After removal from the anatomy, it was observed that the stent was no longer on the sds. The stent was located by angiography at the bifurcation of the "pd &rv". A subsequent attempt to advance a guide wire to this bifurcation was unsuccessful, and the undeployed stent remained in the coronary anatomy. No clinical consequences were reported.